Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the universal battery charger device was not charging and the blue led light was flashing. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturing site for investigation. It was determined that an electrical component (opto-coupler) was found to be out of order which caused the reported condition. The assignable root cause was determined to be due to improper production. This issue has been escalated to CAPA. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.